Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm occurred. Customer's blood glucose was 389 mg/dl. The customer loaded a new cartridge and resumed insulin delivery.